Event description:
It was reported to philips by the authorized service personnel (asp) that the device does not pass the shock test and requires a new therapy capacitor. There was no reported patient involvement.